Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: received = 1x propex pixi measuring wire long (eur) a103100000300. 1x propex pixi unit sn: (B)(6). Propex pixi unit sav no defect no defect was found. Test alt s11.

Event description:
In this event it is reported that a propex pixi row gave incorrect measurements. No injury.